Event description:
Adult female delivered baby vaginally. Procedure: while repairing a laceration as a result of delivery, it was noticed that the needle ¿broke¿ and tip could not be located. X-ray confirmed that the tip was in the patient¿s soft tissue. It was removed without difficulty and no known harm to patient.x-ray performed to locate tip of needle. Tip removed from soft tissue. Unfortunately needle or tip was not saved but lot number written down.